Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value was not provided, and "blacked" out and required assistance. Suspected cause was due to the customer¿s settings requiring adjustments. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.